Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Note: clarification is in progress for date of event, date of explant and date of birth. If additional information is received a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5090121. It was reported that patient who underwent breast implant surgery with two unspecified gel implants experienced rashes, fatigue, migraines, fungal infections, nausea, inflammation, weight gain, joint pain, food intolerance, vision loss, trouble breathing, heart palpitations, anxiety attacks, depression, digestives issues, hormone imbalance, hair loss, vitamin deficiencies, dizziness, lowered immune function, swollen lymph nodes, sore lymph nodes and autoimmune issues post procedure. As a result, patient had an explantation in 2016. This report is for the left sided device. See 1645337-2019-24280 for contralateral prosthesis report.